Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, and the nozzle was flushed with a detergent solution during reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the finding reported in the event, due to clogging of nozzle, air and water supply volume do not meet specifications, due to clogging of nozzle, water removal ability does not meet specification, no electrical continuity due to damage on distal end, due to wear of angle wire, bending angle in up direction does not meet specification, due to wear of angle wire, the play of up/down knob is out of specification, bending section cover has a scratch, adhesive has a chip, and a white clouded area, adhesive around objective lens is peeled, plastic distal end cover has a scratch, connecting tube has a scratch, dent and wrinkle, protector of universal cord on scope connector side has a scratch, and image guide protector has a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an air/water leakages and the device was returned to olympus for repair. Upon inspection and evaluation of the returned device, foreign matter was found in the nozzle. This report is submitted due to the finding that foreign matter came out of the nozzle. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.